Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the surgeon wanted to identify what products were implanted in the patient's left hip for a primary total hip procedure on the patient's right hip. There are no allegations on the left hip.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent left total hip arthroplasty on an unknown date. Subsequently, a revision has been indicated due to an unknown reason; however, no revision has been reported to date.